Event description:
Contact reported that while final tightening the cross connector, the tip of x20 driver shaft sheared off. Surgeon had to remove rods and replace the hardware. Contact reported that the problem resulted in a delay to the case in excess of 30-min. However, there was no adverse outcome to the pt. As the case was significantly delayed an MDR is filed to document this event. Device 2. See also: 1526439-2010-00032.

Manufacturer narrative:
Device 2. Products were returned and problem confirmed. Torque wrench returned (device 2) was functionally tested and confirmed to be out of specification at this time. The wrench which was manufactured in 09/2006 to (B)(4). This indicates that the breakage of the driver tip (device 1) was related to the out of tolerance condition of the torque wrench. Based on the age of the device, this problem can be attributed to wear over time.